Event description:
The customer reported the spiral shaft was stuck and there was no up/down movement and there was no x-ray. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the spiral shaft movement was stuck and the fuse was blown. The system was repaired and found to be operating as intended.